Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the PICC rn to bas tm that a PICC placed with sherlock 3cg diamond technology w/sr 8 was malpositioned. The catheter was read a 8 cm too deep by fluoroscopy. Rn stated they placed the PICC by the patients EKG to confirm PICC was in the svc. The patient never exhibited any symptoms of arrhythmia. Fluoro was done due to loss of magnet tracking with the diamond. Rn explained to the bas tm that the patients p-wave was intermittently not highlighting.